Event description:
Pt reported her infusion device was dropped on (B)(6) 2011. Pt stated today she noticed the display on the infusion device was not readable. Pt reported she experienced no blood glucose level issues. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.